Event description:
It was reported to philips that defective parts need to be returned. Additional details have been requested. There was no patient involvement.

Manufacturer narrative:
Reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
It was reported to philips that defective parts from repair (fails operational check at defibrillation) need to be returned. The customer worked with the technical support representative. The customer had found that the device had not passed the self-test at the point where the shock is checked after multiple tests. The customer then checked with a test equipment the output at 200 watts came out just 3 watts. Upon conclusion of the evaluation by the customer, it was determined that the therapy pca and high voltage capacitor requires replacement. These parts were replaced by the customer. After the exchange of the components the device worked properly again.